Event description:
It was reported that during an implant the battery was hooked up to a lead and tested, but it did not work. The hcp tried everything but the battery would not synchronize. The battery was never placed into the pocket. The hcp eventually placed a second battery in, which worked fine. Additional information received reported the patient was doing well with the new stimulator.

Event description:
Additional information showed the date of the procedure was (B)(6) 2011.

Manufacturer narrative:
Analysis of ipg model 3058 (B)(4) showed no anomalies and was functionally ok. Successful telemetry was achieved at a distance of two inches from ins and offset to the right by two inches. A known good patient programmer was also able to connect with the ins at the same distance.

Manufacturer narrative:
(B)(4).